Manufacturer narrative:
The technician found dirt and debris in the latching mechanism. He cleaned and lubricated the siderail latching mechanism to repair the bed.

Event description:
Information received indicates the right intermediate siderail is not latching.